Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9730258, h6: multiple annex g codes were previously reported. G02004 corresponds to the concomitant product 9730258. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the footswitch (product number: bi71000193, lot number: lk1345 rev. 5) was returned to the manufacturer for analysis. Analysis found that the footswitch failed visual inspection. The insulation on the cable was torn and unable to be tested due to the physical damage. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000193, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000452, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000531, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000314, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were to be replaced. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G04037 corresponds to the concomitant product bi71000452. G04501 corresponds to the concomitant product bi71000531. G0204002 corresponds to the concomitant product bi71000314. G0408201 corresponds to the concomitant product bi71000193. Multiple fdd/annex a codes were reported. A1302 was coded for exam transfer issue. A05 was coded for the damaged components. A0508 was coded for the noise inside of the gantry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site reported a noise inside of the gantry. They also had a problem with transferring an exam from the imaging system to the navigation system. It was also reported that the ethernet cable ends had broken tabs, and the keyboard of the mobile view station (mvs) had a broken key. During the visit, the cable of the footswitch was also found to be damaged. It was unrelated to the other issues experienced, however. There was no patient involvement.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that all network settings on both the navigation system and imaging system were ok. When discussing the issue with the hospital staff, it was discovered that the problem of the communication issue was being unaware of the process to establish the communication between both systems. The field service engineer (fse) trained the hospital staff how to establish the communication. There was correct communication between both systems. H6: fdm b01, fdr c23, fdc d11 are applicable to the reported system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) the manufacturer representative went to the site to test the imaging system. The keyboard and footswitch cable have been replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.